Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. No product performance issue was identified. The device was found to visually and audibly alarm during alert conditions. The device was determined to be functioning as designed. Internal visual inspection of the device revealed untightened screws on the ui board which caused a rattling noise when the device was shaken, however, it did not affect the device¿s functionality. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device is providing false measurements. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device is providing false measurements. No patient impact or consequences were reported.